Event description:
Towards end of angiogram, surgeon had difficulty removing 6fr fortress sheath from patient's right femoral artery. New dilator given per surgeon request. Surgeon able to remove sheath. Sheath appeared to have damage to outside material, a malfunction. X-ray tech notified. Surgeon states all parts from damaged sheath accounted for. No sheath parts left in patient. Damaged sheath w/dilator was placed in biohazardous bag along with 2nd sheath that was opened. Defective device given to x-ray tech.